Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing; there was nothing found during functional testing that could have caused or contributed to the reported problem. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:28:57. During night drain cycle six, the patient's ultrafiltration reading was 302ml, indicating the home patient drained 302ml more than their maximum programmed fill volume of 500ml. No additional information is available.